Manufacturer narrative:
The reported events were r-wave amp variation, unacceptable threshold, and ¿lead was not fix in the septum¿. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of r-wave amp variation and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements and sensing problems. After multiple attempts of trying to get good parameter, the rv lead could not be implanted due to use of device problem. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.